Manufacturer narrative:
(Device codes): the problem code 1069 captures the reportable event of cutting wire broken. The returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was present and observed in good conditions. The reported event was not confirmed. It was determined that the device did not present any visual damage and it worked as intended. The condition of the returned device showed no evidence of the reported issue or any defect that could have contributed to the reported event. Therefore, the most probable root cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duoudenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second autotome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duoudenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second autotome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.